Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 4 was deployed. Hemostasis was achieved. The patient later presented with a pseudoaneurysm which was successfully treated with an ultrasound guided thrombin injection. In july 2002, the patient presented with purulent drainage from the puncture site. The wound was cultured and grew staph. The patient was treated wtih IV antibiotics and an incision and drainage was performed. The patient was discharged home with no further sequelae.